Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: our investigations have shown that the tip of the returned screw is indeed broken off. Unfortunately we are not able to determine the exact cause which has led to this breakage. It may have been due to possibly hard bone or simply too much mechanical force resulting in the damage of the tip. No product fault could be detected. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: this customer reports they have been using the low profile neuro cranial bone screw system for years. It was reported by the customer they had a lot of problems with broken screw tips during the last usage. This report is for 1 screw for lot 8736125. This is report 1 of 2 for (B)(4).